Event description:
Surgeon was performing a laparoscopic cholecystectomy when the hasson trocar failed. This trocar was unable to create a proper seal, resulting in an air leak and the inability to maintain a pneumoperitoneum when an instrument was placed through the trocar. The hasson trocar was replaced and the case was then continued.